Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as vascular dementia. Related to MFR# 2183959-2015-00546, 2183959-2015-00547.